Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error codes 78, 101,111 and 112. It is unknown the circumstances under which the event occurred; however there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error codes 78, 101,111 and 112. It is unknown the circumstances under which the event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that their biomed technician was able to reproduce the same faults on device startup and called getinge tech support who told him to reseat the boards. The biomed reseated all of the boards and was subsequently not able to reproduce the faults. The biomed reviewed the history and noted some faults were recurring, and their diagnosis was to replace the coiled control cord. The biomed called a getinge field service technician and he also suggested replacing the coiled control cord. After replacement of part and several startups and over 8hours of continuous running without errors the iabp cleared for clinical use.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. It was reported that the facility's clinical engineering biomed would be performing the inspection and repair of the iabp unit. Additional information has been requested from the customer. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error codes 78, 101,111 and 112. It is unknown the circumstances under which the event occurred; however there was no patient involvement and no adverse event was reported.